Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes oversensing due to noise were observed on a stored egms. The noise was easily reproducible on atrial lead with left arm isometrics. The atrial lead was capped and replaced on (B)(6) 2021. The patient was stable.